Manufacturer narrative:
Root cause could not be determined conclusively, however occurrences of dry eye are inherent to lasik and other refractive surgeries and are not indicative of a malfunction. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient with dry eyes following lasik treatment. The patient was began on liftegraft treatment twice a day and has since noted much improvement. The patient will continue the treatment for another month with expected follow up with the doctor in two months. The patient is reported as "happy". Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.